Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 12, with several occurrences previously noted. There was no adverse impact on the customer's blood glucose level, as it remained within normal range. Technical support arranged for a replacement pump to be sent to the customer, who agreed to use the current pump as a backup therapy and understood the need to return the faulty pump to tandem using a provided return box and pre-paid label. The customer also received instructions on handling and storing the pump, as well as advice on steps necessary upon receiving the new pump.